Manufacturer narrative:
Device was received with no button response due to corroded keypad traces. Unable to perform the self test and displacement test due to no button response. Device was also received with the serial number label faded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had stuck button alarm. The customer¿s blood glucose level was 78 mg/dl. The customer reported that they had stuck button error alarm during normal use. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.